Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of thrombosis is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
This event was captured during literature review of the article: chronic total occlusions: successful recanalization of very old lesions. It was reported that the procedure was to treat a totally occluded right coronary artery. The miraclebros iii guide wire was advanced, but could not fully cross the total occlusion. A fielder xt guide wire was used to cross the lesion successfully and multiple xience stents were implanted to treat the lesion. Following this, the export aspiration catheter was used to remove any thrombus. Subsequently, 10 mcg of intracoronary nitroglycerin was administered. At 3-month follow up, the patient had no angina. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2012, based on date of publication. Date of implant estimated as (B)(6) 2012, based on date of publication. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.